Event description:
Per the audiologist, the pt reported he had been assaulted and then fell down some stairs (dates not reported). Since those incidents, he reported decreased performance when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple open-circuit electrodes. Explantation/reimplantation was recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
.